Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are r receive at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 2-0 monocryl 3-0 monocryl 103tgm 9-30-29. 4-0 monocryl 106zqo 2-28-30. 4-0 monocryl 100ugj 4-30-29 x 2. 4-0 monocryl 1018hj 4-30-29 x 3 needles fall off and suture is really brittle. 2-0 pds z451 109skl 3-30-26 needle fell off . Thank you for everything. O pds z 340 1037gt 8-31-29 needle was loose in the package. These dozen is all of them that have been bad. I¿ve been collecting packages for a bit and still have them if you need them. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported by sales rep that account had multiple incidents where the needles were falling off of the monocryl 2-0 and 4-0 and pds they are ordering. This happened with various lot number over a period of about a year. They were unable to record the lot numbers of the affected products at the time. No patient consequence has been reported. Device availability is unknown. No adverse patient consequences were reported. Additional information was requested.